Event description:
Rep called to report leaking extension sets. Rn states the sets leak at the male luer no matter how tightly they insert them. Rn stated they have had 5 incidents involving minor chemo spills. There were no patient or staff injuries.